Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had not charged in over a month due to family events unrelated to the device. The patient was unable to communicate with the battery with either the recharger or patient programmer. The device was confirmed to be in an overdischarged state. A trickle charge was performed, and the patient recharged to 100% without issue. A power on reset (por) was cleared. No further issues were noted, and the issue was said to be resolved. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor communication and the patient was not able to communicate with the ins recharger (insr). The patient last felt stimulation and was able to charge about a month prior to date of report. The reason for not charging was that he was not able to connect to recharge. The patient reported that he had return of pain and it hurts when she walks. The pain in is in the lower back. Mostly left lower back. The patient was redirected to their healthcare provider to address possible overdischarge. No further complications were reported/anticipated.